Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue with safety valve test failure was reproduced during troubleshooting. According to received information in service report, the replacement of the pull magnet solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. Based on technician statement the issue with high peep was not reproduced by the customer using patient circuit and test lung. The device passed all performance tests and was returned to clinical use. Peep is maintained in the alveoli and may prevent the collapse of the airways. Peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Device's logs confirmed occurrence of mentioned safety valve test failure and high peep alarm. Moreover internal leakage test failure was observed most likely due to faulty pull magnet. Claimed part was not available for further analysis. The cause of the issue of high peep alarm has not been determined. The cause of the issue with safety valve test failure was determined as related to pull magnet.

Event description:
It was reported that ventilator failed safety valve test during pre-use check and generated an alarm of high positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).